Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. Customer declined a system check with tandem technical support. No further details were provided. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 226 mg/dl.